Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged up. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012183904); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7 h6 conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs)during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Based on the image review, during the deployment attempt, the valve appeared to be significantly under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite under expansion, the valve was released and dislodged aortic. Dislodge events are typically not related to a device malfunction. Subsequently, a second valve was implanted. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated a2. Updated b5. Updated h6. Image review: intra-procedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. There was no evidence provided that a pre balloon aortic valvuloplasty (bav) was performed prior to the valve implant. During the deployment attempt, the valve appeared to be significantly under-expanded. Despite under expansion, the valve was released and dislodged aortically, which was captured on the provided images. Provided evidence supported that the dislodged valve was snared and a second valve was used. The images showed that the second valve was recaptured at least one time due to under expansion. There was a possible infold during the subsequent deployment attempt seen in the cusp overlap view but was not obvious in the left anterior oblique view of the provided images. Subsequently, the second valve was released and appeared to be well expanded without evidence of aortic regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported a pre implant dilation was performed using a 22 mm balloon. A post dilation was not performed prior to the dislodgement. No additional adverse patient effects were reported.